Event description:
The customer reported a leak from reagent probe a involving the unicel dxc 600 synchron system. The customer indicated that fluid was found on the drip tray underneath reagent probe a, on the evaporation covers, and on some sample racks. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves and protective eyewear at the time of the leak and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. The customer indicated that controls were in range before and after the event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered an obstructed valve for the cap piercer waste line. The fse proceeded to clean the line and valve, and no further leaks were observed. Repair was verified per established procedures and results met published specifications. Failure mode is attributed to an obstructed cap piercer waste valve. (B)(4).